Manufacturer narrative:
The product was returned however, was inadvertently discarded. A returned product evaluation could not be completed. The lot # was reviewed and there were no non-conformances related to this lot therefore, supporting the device met material, assembly and performance specifications. Additional information was requested from the account and a response was received. The tip was detached, and a medical intervention was needed to snare out the tip. Patient was reported as fine. Without product evaluation, the damages cannot be confirmed. The most likely root cause is undeterminable.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
A reported: physician inserted turnpike spiral, going antegrade. Physician was not in the vessel for more than 5 minutes. Physician removed the microcatheter and noticed turnpike spiral thread was half-off the distal tip, detached thread was removed by snaring. Patient was reported as fine and discharged same day.